Event description:
It was reported while using unspecified bd intima ii the catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: use time: may 25, 2023 the indwelling needle was removed for the child and it was found that the first 2/3 of the indwelling needle tip catheter was broken. Problem: the indwelling needle tip catheter is broken at the front 2/3. Harm to children: timely discovery, no harm. Handling method: pull out in time without causing harm.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d3. And g1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h.10.